Event description:
We had a defective peg [percutaneous endoscopic gastrostomy] tube where we had to open another kit. The original kit we were unable to advance the guidewire through the gastrostomy tube itself. The connector piece on the gastrostomy tube where the tube joins the tapered end that gets fed over the guidewire was occluded or narrowed and wouldn¿t allow the guidewire to pass through the opening. We ended up opening another kit to get the actual gastrostomy tube out of the kit. We were able to advance that tube over the existing guidewire without any issues. The defective tube came in the avanos mic safety percutaneous kit. Manufacturer response for tubes, gastrointestinal (and accessories), mic peg tube (per site reporter).